Event description:
Pump infused 17 ml of heparin in 1.5 hrs. Pt was given protamine sulfate and had some chest tightness and clamminess. The pt had no other problems and was discharged home the same day.